Event description:
Information was received from a patient regarding an external device. The reason for call was that they believed they needed a new battery for the controller. Patient stated that they had gone through the process of taking the battery out and putting it back in, but it was still not working. Patient said that the controller was not charging their implanted neurostimulator. Patient reported that they are stuck on checking the recharger screen. Agent had patient check if there are damages from the port of the controller and the recharger. Patient confirmed that there are no visible damages for both the controller port and recharger cord pin. Agent had patient cleaned connections. Agent had the patient reset the controller and check battery level(controller 70% and implant 30%). Patient then attempted to initiate a recharging session and again saw checking the recharger. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. Pt called back stating they were sent a new rtm and that was not the problem because their controller could not find the ins. The pt thought their neurostimulator battery had changed in si ze since they got no device found for they thought the neurostimulator was not the size it use to be. When agent asked for event date they said they thought the neurostimulator had been larger for a while now since they were paying attention. Pt was redirected to their hcp, pt said they were in the process of getting a new doctor. Pt noted they last charged their ins over a week. During call pt attempted to recharge their ins and got stuck on checking the recharger. Agent closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.